Manufacturer narrative:
Date of event: exact date unknown, event occurred three months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.